Manufacturer narrative:
The review of the data provided confirmed the reported issue. The reported issue is not due to the subject device; it is due to the ICD lead connected to the device (microport is not the ICD lead manufacturer). The subject device was implanted (B)(6) 2017 and connect to the ICD lead plexa 65 from biotronik. The data from the remote follow-up on 24 february 2026 were provided: the ventricular pacing threshold is 1.5 v/0.75 ms, the trend of ventricular sensing is stable between 4 mv and 6 mv, the trends of the ventricular impedance and the trend of rv coil continuity are stable. Since 10 september 2019, 20985 waves have been recorded in the ventricular fibrillation (vf) zone and almost 50% is detected between 0,6 and 0,8 mv. The ventricular amplitude in vf zone is spread. It can be vf or ventricular oversensing. Several episodes of low amplitude ventricular oversensing have been recorded since 10 september 2019. On (B)(6) 2021; non-physiological signals had been detected. All other recorded episodes are normal. The ventricular amplitude is low: 5mv. Based on the sensing histograms, the programming of the ventricular sensing at 0,8 mv would decrease ventricular oversensed waves and decrease the risk of inappropriate shocks. The ICD lead shall be checked carefully. No malfunction is suspected on the subject device. This case is retained and utilized for trending purposes.

Event description:
Reportedly, ventricular oversensing is not discriminated and triggered the charge of the capacitors. The only solution to avoid the charge of the capacitor is to decrease the ventricular sensing by increasing the programmed value.